Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd hypoint¿ hypodermic needle pierced through the shield. This was discovered before use. The following information was provided by the initial reporter: a hospital reported that a nurse found a defect with recormon pfs. The nurse opened the blister and found the needle passed through the unopened needle container.